Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the patient was implanted with a biolox head on (B)(6) 2018 and subsequently suffered with an infected hip. All components were explanted on (B)(6) 2019. Spacer was implanted. Review of received data: no medical data such as surgical notes, lab tests or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Sterilization certificate reviewed on (B)(6) 2020 and no non-conformance was found. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient was implanted with a biolox head on (B)(6) 2018 and subsequently suffered with an infected hip. All components were explanted on (B)(6) 2019. The investigation results did not identify a non-conformance or a complaint out of box (coob).the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As no lab results or surgical reports have been received, the nature of the infection cannot be assessed. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this item number. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that a disadvantageous product design favoured or contributed to the infection. Nevertheless, an infection can have numerous root causes. Possible causes of infection could include wrong handling of device due to wrong information, packaging failure during transportation as well as surgial and patient related factors. Based on the available information, we were not able to identify an exact root cause for the infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection.